Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had over delivery. The customer¿s blood glucose level was 3.4 mmol/l at the time of the incident and the current was 15 mmol/l. The customer was treated with the food. The troubleshooting was performed for the low blood glucose over delivery. The device will not be returned for the analysis.